Event description:
It was reported when using the bd pyxis¿ es server the patient information delayed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were on critical override mode. A technical support specialist remoted into the application server and ran server downtime, verified the log, ran a strg.dispensing device critical override mode reason and verified that no devices were in critical override mode, ran an ext.receivedmessage for all facilities, and verified messages was successfully processed in real time. Specialist ran same table for specific reported facility: cocrr and verified the same results to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server the patient information delayed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.